Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switching episodes were observed due to competitive atrial pacing. Programming changes were recommended; device remains implanted. No further information available.